Manufacturer narrative:
Received one device. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Customer reported complaint of ¿¿ inoperable air in line sensor confirmed by performing visual and functional testing. Air detector is nonfunctional. Replaced air detector. Upon further investigation found upstream occlusion sensor (uso) seal is buckling. Replaced upstream occlusion sensor (uso) seal and performed upstream occlusion sensor (uso) /downstream occlusion sensor (dso) calibration. Performed performance verification tests. Updated software. Unit passed all testing criteria. Unit reset to standard configuration.

Event description:
It was reported that the pump had an inoperable air in line sensor, and missing battery compartment door. Status of the product at the time of the event was during testing. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.